Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe a brown stain was on the syringe hub. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and two physical samples of sealed packaged 1ml ll syringes were received, confirmed to be from batch #7291739 (p/n 309628). Both samples were visually evaluated. Both syringes had severe browning near the flange area of the barrel. The syringes were from mold c-08, one from cavity 8, one from cavity 22. The embedded foreign matter was identified as overprocessed plastic. No samples or photos of short count boxes were received, therefore the defect could not be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe a brown stain was on the syringe hub. There was no report of exposure, serious injury, or medical intervention.